Event description:
It was reported that there was foggy image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: smudge water intrusion. Probably root cause for this failure is: due to customer use and handling. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image during procedure.